Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h11. The rickham reservoir (ID 821623) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history records (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventative action (CAPA) was initiated: description of change: remediation of holter reservoir IFU. Changes done: update of section with catalog number; update injection section (precaution of 25 punctions max in the dome, at multiples locations, to avoid any risk of tearing); correct ec rep address; update section about trademarks; add website.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Cerliponase alfa observational study - this case is a report referring to a 7-year-old male participant. "On (B)(6) 2021, the participant underwent implantation of intracerebral ventriculostomy (icv) set (codman generic; model not reported) lot number 5021995." "On (B)(6) 2021, the participant was initiated on treatment with brineura (300 milligram, qow, intracerebroventricular use). The lot number for brineura was unknown. " on (B)(6) 2025, it took five attempts to access the participant's port for the infusion which began at 09:25. At 13:45, after the infusion, the site was damp and appeared to be leaking. The leak did not stop so it was determined that the device needed to be replaced. At 14:20, it was determined that the participant experienced a grade 3 intraventricular reservoir leak (device leakage) and was hospitalized on an unspecified date. On (B)(6) 2025, the participant's icv device was removed. No laboratory or diagnostic tests were reported. No additional treatment for the event was reported. No action was taken with brineura due to the event." "The outcome of the event was reported as recovered/resolved on (B)(6) 2025 at 18:03." "The investigator assessed the event of (device leakage) as related in relation to the icv device. Other possible etiological factors included device failure was well past it's expected life and that this is an expected situation."